Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) battery rapidly depleted. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified minor scratches on the case and header that likely occurred during explant. Review of device memory confirmed that the device had reached elective replacement indicator (eri) status due to long charge times. The case was opened and the device was attached to an external coil, the charging frequency was measured and determined at half of the normal frequency. This indicates that the diode component connection is open. This incomplete electrical pathway within the devices shock charging circuitry resulted in the lengthened charge times that triggered eri. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient if required, albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges, and was confirmed as the root cause for the device triggering eri.

Event description:
Supplemental report is being submitted with analysis results.